Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification , leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relative patient and procedural factors were not provided, however may be related to the patient's history of valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan, a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position was performed and a 26 mm sapien xt valve was deployed with 2 ml less contrast solution than nominal volume. While the patient was followed up, structural valve deterioration (svd) gradually developed. Approximately 7 years and 9 months after tavr, it was reported that tav in tav was scheduled due to svd. The patient had been followed up on an outpatient basis. Approximately 7 years and 8 months after tavr, the patient was hospitalized due to congestive heart failure and svd was found. Calcification on the valve and aortic regurgitation (ar) were observed. The symptoms were reported as heart failure and dyspnea. The ar was central leak and the degree of central leak was severe.